Manufacturer narrative:
Medical was unable to verify the customer's reported issue. The suspect device is not available for return, as it was discarded. Based on the investigation the reported defect was not confirmed since no picture or sample was provided. Also, we are unable to review the device history record for any issue related to this customer report since the lot number was not provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported an incident one month ago with amn520x4f limb--o" single limb anesthesia breathing circuit. Three or four circuits didn't pass the leak test while doing a machine test. And one case during operation, the anesthesia machine showed a circuit leak in the middle of a case and they had to bag the patient but there was no patient harm.